Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26may2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x2.75mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery (lad). After placing a non-bsc guide wire, predilation was performed with a 2.5x9mm maverick balloon catheter. A 2.75x16mm promus element ¿ stent was then advanced but failed to cross the lesion. After several attempts, the device was removed and the procedure was completed with a 2.5x18mm non-bsc stent. No patient complications were reported and the patient's status was stable and responding well to medicine. However, returned device analysis revealed proximal stent damage.